Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
The customer reported that two nurses were positioning the bed and one nurse was operating the brake bar when the bar fell off onto the other nurse's foot; besides the immediate pain that was felt after the impact, there were no reported injuries. The bed was being moved away from a wall to gain access for nursing. The carer operating the brake lever with her foot after which the lever fell off the mechanism landing on the carer's foot. There was no impact to the pt and the procedure was completed w/o further incident. The fault with the lever was rectified by an arjohuntleigh engineer before the arjohuntleigh service tech's investigation was completed.